Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to moisture damage on force sensor resistor. No motor error alarm noted. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. The motor was tested outside the device and passed. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the customer received motor error alarms on the insulin pump during a bolus delivery. The customer's blood glucose was not known. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was not able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.